Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Medwatch uf/importer report #: (B)(4). Procedure performed: av fistual. Event description: from the first activation, every time the surgeon went to apply energy he received the re-grasp tissue alarm. He tried re-grasping thinner tissue and thicker tissue and could not clear the alarm. The device was unplugged and re-plugged into the generator, but this did not clear the alarm. It is unknown if the generator was turned off and rebooted. Opened a new eb230 to complete the case. There was no patient injury. The device is available for return. Additional information received via mail on 23nov2020. Medwatch uf/importer report #: (B)(4). "Device would not work without continuously asking to recheck tissue etc. (30 times), unable to fuse tissue. Opened another one that worked." Type of intervention: opened a new eb230 to complete the case. Patient status: no patient injury occurred.

Event description:
Medwatch uf/importer report # (B)(4). Procedure performed: av fistual. Event description: from the first activation, every time the surgeon went to apply energy he received the re-grasp tissue alarm. He tried re-grasping thinner tissue and thicker tissue and could not clear the alarm. The device was unplugged and re-plugged into the generator, but this did not clear the alarm. It is unknown if the generator was turned off and rebooted. Opened a new eb230 to complete the case. There was no patient injury. The device is available for return. Additional information received via mail on 23nov2020. Medwatch uf/importer report # (B)(4). "Device would not work without continuously asking to recheck tissue etc. (30 times), unable to fuse tissue. Opened another one that worked." Type of intervention: opened a new eb230 to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate the complainant's experience. In the absence of the event unit, applied medical is unable to determine if a product malfunction occurred. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from the failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).